Event description:
The patient was coming through the front door using the soprano rollator. As they approached the threshold, the locking mechanism came loose, which caused the rollator to fold and the patient to fall. The patient was taken to the hospital, where it was found that they had suffered a fracture of a neck vertebra as well as a minor subdural hematoma, which resulted in him having a stiff neck collar for eight weeks.

Manufacturer narrative:
This event in occurred in sweden involving a dolomite soprano rollator. Invacare is filing this report because the device is also sold in the u.s. This device was manufactured at invacare rea ab in sweden in august 2020. The device has been returned and is awaiting investigation. If additional information is received a follow-up will be filed.